Event description:
It was reported that during a product investigation, a burr was found on the guidewire. Therefore, a reinvestigation of the product will be conducted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause could not be determined. An initial visual observation revealed the coiled wire was observed to be unraveled and both the coiled and core wires were observed to be broken. Use residue was observed on the sample. A microscopic observation revealed the proximal weld tip of the guidewire was observed to be damaged, with a small section of the coiled wire detached from the weld tip; however, the weld tip itself was intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. This complaint will be recorded for future trending and monitoring purposes.